Event description:
When attempting to put my contacts in, I noticed they stuck to my eyes. Date of use: (B)(6) 2018. The problem stopped after the person reduced the dose or stopped taking or using the product. "How was it used: ophthalmic." Reason for use: to see.